Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse confirmed that there was air in fluidics lines. The cse performed a total service visit and found that tube 5 on valve 2 was loose. The cse tightened the tubing connection and performed valve tests, which were acceptable. During the priming of the instrument, the cse found air in the tubing from the water bottle to inline filter. The cse replaced the water inline filter and probe wash inline filter and primed the instrument. The cse verified that there were no air bubbles and ran water tpm test, which was acceptable. The cause of the discordant prg, hcg, prl, lh, e2, dhs, tsh and fsh results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant progesterone (prg), human chorionic gonadotropin (hcg), prolactin (prl), luteinizing hormone (lh), estradiol (e2), dehydroepiandrosterone sulfate (dhs), thyroid stimulating hormone (tsh), and follicle stimulating hormone (fsh) results were obtained on multiple patient samples tested on an immulite 1000 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting different than the initial results and matching the clinical picture of the patients. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant prg, hcg, prl, lh, e2, dhs, tsh and fsh results.

Manufacturer narrative:
The initial MDR 2247117-2016-00005 was filed on january 14, 2016. Additional information (02/11/2016): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist determined that air was introduced in the instrument due to a loose tube 5. The cause of the discordant prg, hcg, prl, lh, e2, dhs, tsh and fsh results on multiple patient samples was due to a loose tube 5.